Event description:
The customer stated a cell-dyn sapphire analyzer generated discrepant platelet results for one patient sample. The sample was run in closed mode and a platelet result of 793 k/ul with a pic/poc error was generated. The sample was run in open mode and a platelet result of 502 k/ul was generated. The sample was repeated in closed mode and a platelet result of 937 k/ul was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation results: protein build up in the fluidic pathway. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer technical advocate (cta) followed up with the customer and confirmed that both samples were mixed prior to being repeated. The cta recommended running an autoclean cycle in the closed mode, then switching to open mode, and repeating the sample in question. Labeling was reviewed and found to be adequate. Tracking and trending identified no adverse trend for the reported issue. On (B)(6) 2011, the customer stated that after the autoclean was performed there were no other samples with erratic results. The likely cause of the issue may have been related to protein build up in the fluidic pathway. No further assistance was required. Based on the investigation, a product deficiency was no identified for the cell-dyn sapphire related to the reported event.